Event description:
It was reported the pt experienced overdose symptoms of: respiratorydepression/arrest, ataxia, and hyperalgesia following a replacement surgery of the pump and catheter. The pt was admitted to the ICU. No alarms were heard. The intrathecal drug prescription, bolus, and programming were confirmed at 25 mg/dl morphine, programmed to infuse 1.499mg/day. The dose of previous pump was 1.1mg/day and the pump was replaced due to implanted duration, no therapy issues were reported prior to replacement surgery. Intrathecal catheter was also replaced and catheter tip was located to be "at a similar level". The pump was programmed to a stopped infusion mode. The pump was filled with 19 ml of drug and the actual reservoir volume was 18.5 ml.